Manufacturer narrative:
Bci customer technical support (cts) had customer stop system function and place paper towels in compartment. The cts recommended that customer not to use the system, and to tell the staff to avoid contact with fluid. Service visited on (B)(4) 2011, and replaced the vacuum valve solenoid, which resolved the issue.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a fluid leak on unicel dxc 600i synchron access clinical system. The customer stated that cartridge chemistry (cc) sample probe was dripping liquid. No chemical exposure was noted and the customer was neither harmed nor needed medical treatment.